Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It has been reported that the left device for this bilateral user was not working. In situ measurements showed affected channels. When trying to evaluate the user's hearing performance with the device, by bringing the sound closer to him, he showed no response. The 3 year old user normally responds to this. No known trauma event has been reported.

Event description:
In situ measurements showed affected channels. When trying to evaluate the user's hearing performance with the device, by bringing the sound closer to him he showed no response. The 3 year old user normally responds to this. The user has been re-implanted on (B)(6) 2020.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.